Event description:
According to the reporter, two bravo capsules failed to attach during the same esophageal procedure. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure which may have led to the event, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No known adverse events were reported.